Manufacturer narrative:
A supplemental report is being submitted for additional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient received a heart transplant.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller d4: model#: 1420, catalog#: 1420, expiration date: 31-oct-2024, serial#: (B)(6). D9: no. H3: no. H4: mfg date: 04-oct-2023. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited a high watt alarm and the controller exhibited an electrical fault.  It was previously reported on a different controller that an overcurrent efault locked the controller to a single stator operation until the controller was exchanged.  This electrical fault may be due to a pinch of wires. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was taken to critical care unit (ccu) for monitoring due to the alarms, where it was decided to silence the alarm tone for the night so the patient can sleep. High watt alarm limit was also raised from 7w to 9w, since the patient was operating approximately at 8w due to a single stator. Next morning at the time of the download alarms continued and were more triggering, the controller was powered cycled and once reconnected alarm resolved.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline associated with (B)(6), and the controller (B)(6) were not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the controller¿s manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Visual evidence provided by the site revealed bending and twisting of the outer sheath; however, no damage to the driveline wires was observed. The visual evidence also revealed damage to the strain relief. Review of the event log file revealed five (5) reactivation events were logged between (B)(6) 2024 at 08:51:50 and (B)(6) 2024 at 07:42:17. Additionally, review of the alarm log file revealed three (3) electrical fault alarms were logged on (B)(6) 2024 at 08:51:54 and on (B)(6) 2024 at 07:42:13 and 20:32:40. The electrical fault alarms and reactivation events were due to an overcurrent condition in the front stator, resulting in the pump running on a single stator (rear stator only). Further review of the alarm log file revealed nine (9) high watt alarms were logged since (B)(6) 2024 starting at 08:51:54. In addition, sustained power consumption above normal operating range was observed starting on (B)(6) 2024. The above normal power consumption starting on (B)(6) 2024 and high watt alarms were due to the increased power consumption required to run on a single stator. As a result, the reported electrical fault alarms, high power and driveline cable damage were confirmed. The most likely root cause of the electrical fault alarms, high power and observed reactivation events due to an overcurrent condition can be attributed, but not limited, to a short in the driveline likely due to damage to the controller driveline port, driveline connector, and/or existing driveline damage. The most likely root cause of the observed strain relief damage and driveline outer sheath twisting and bending may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Log file analysis also revealed several increases in power consumption leading to parameters above normal operating range on (B)(6) 2024. Based on the available information, the device may have caused or contributed to the above normal power consumption on (B)(6) 2024. Based on the risk documentation, possible c auses of the high-power finding may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Additional products: d1: controller d4: (B)(6). H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.